Event description:
Voluntary medwatch received states that patient's pacemaker pocket was infected. Erosion was also noted. Teh pacemaker was explanted. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155390.